Manufacturer narrative:
(B)(4).

Event description:
It was reported that the recharger was discarded due to coupling issues. The patient reportedly tried to recharge the device, but a message appeared and was "impossible" to recharge. It was noted that there were no problems using a new recharger as the patient was able to recharge the device. The patient was reported as alive with no injury, however the patient was hospitalized. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID 37754, serial# (B)(4), product type recharger. (B)(4).